Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of blurry image was not confirmed. In addition, due to damage on channel tube, water tightness was loss. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Switch button 1 was damaged. Switch button 3 had a scratch. Connecting tube had a wrinkle. Connecting tube had buckling. The insertion tube had indentation. The video cable was wrinkled with indentation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope image was blurry, and the object was invisible. The event occurred during a diagnostic gastroscope. The procedure was completed using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device leaked due to the handling of the client. This caused a humidity invasion on the objective lens unit and made the image blurry. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.